Event description:
The caller reported that the trach was inflated to 20 cc's and the pilot balloon started leaking during patient use. The caller confirmed the extubation and recannulation of a replacement tube was required.